Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was not able to clear the alarm. Customer stated that she tried to take out the battery for 10 minutes and hit the act and esc buttons, but it would not clear. Customer stated that she was trying to do a bolus and give herself 9 units but when she hit the act button, she received a button error. Customer stated that she was at a lake today and water may have splashed on it. Customer stated that she was not underwater. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.